Manufacturer narrative:
D10 concomitant product: max-n-I, max-n-I max neo o2 sensor n25 3 40kg, 252720058h. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during use, there was a defect in displaying the heart rate and oxygen saturation readings. The issue occurred twice with two sensors. An urgent sensor change and urgent scope change were performed, and a sensor of the same reference was then used to complete the act. There was a delay in patient care.